Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be field.

Manufacturer narrative:
Upon completion of the investigation it was noted that the product is manually placed in a sealer. The operation is performed in a iso class 8 cleanroom. The requirements for this environment include a hair-net and gown with long sleeves. The hair contaminating the product appears to be the type which would be contained by the hairnet. The complaint was reviewed with the responsible operators to raise awareness of the issue. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
(B)(4). There was a hair inside the package. The procedure was carried out and finished by using a new product.